Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to confirm that a product malfunction occurred.

Event description:
Procedure performed: lavh. Rep [name] was in the 1st surgery, but not in the 2nd surgery. Rep spoke to or director. Dr [name] (gyn) would not speak to the applied reps. 1st surgery was a lap assisted hysterectomy. Surgeon had no complaints about voyant for this case. A day later they discovered the injury when the patient had not used the bathroom. The patient was taken to surgery and the right and left ureters were injured due to thermal burns from the 1st surgery. A stent was placed in the left ureter and the right ureter required an implant. Device was discarded after the 1st surgery. Intervention: patient had to go back to surgery the following day. Patient status: patient is ok after 2nd surgery.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: lavh. Rep was in the 1st surgery, but not in the 2nd surgery. Rep spoke to or director. Dr [name] (gyn) would not speak to the applied reps. 1st surgery was a lap assisted hysterectomy. Surgeon had no complaints about voyant for this case. A day later they discovered the injury when the patient had not used the bathroom. The patient was taken to surgery and the right and left ureters were injured due to thermal burns from the 1st surgery. A stent was placed in the left ureter and the right ureter required an implant. Device was discarded after the 1st surgery. Intervention: patient had to go back to surgery the following day. Patient status: patient is ok after 2nd surgery.